Event description:
The customer reported to olympus that the lower grasping part of their thunderbeat front-actuated grip type s device broke off. Upon the receipt and inspection of the returned device, evidence of activation while the grasping section is closed without contacting tissue, which is a misuse of the equipment, was discovered. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both initially reported as well as found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, evidence of activation while the grasping section is closed without contacting tissue, which is a misuse of the equipment, was discovered. The customer's originally reported issue was not confirmed; the tissue pad was inspected and found it is worn with metal exposed. Additionally, the exposed metal on the jaw caused a short circuit error when the jaw was fully closed due to the metal-to-metal contact and when activating the seal or seal & cut button. The distal end of the item was inspected under a microscope and contact marks were detected in the probe and non-insulated area of the grasping section. The following additional findings were also noted: assorted burn marks, scratches, contact marks, and peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred due to the following: - the grasping section was closed without grasping anything while the output in seal & cut mode was activated, causing the tissue pad to wear intensively. - the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.